Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall on (B)(6) 2011, the pt could no longer feel stimulation even above 8 volts. A problem with the recharger/recharging was also reported. Add'l info has been requested but was not available as of the date of this report.